Event description:
It was reported that a pt underwent an episiotomy procedure on (B)(6) 2010 and suture was used. During the procedure the needle broke. The needle pieces were removed during the same procedure. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.